Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device system endured ventricular tachycardia (vt). The device reportedly delivered a shock, however, per the patient, the device did not reset. The patient was presented in the ER, where two external shocks were administered. The patient was then admitted to the ICU, where two additional shocks were delivered. The patient reports that their heart now feels bruised and that the atrial fibrillation (af) has since returned as a result of the external shocks. The patient also noted that the device was checked following this event and was reprogrammed so that therapy would begin at a lower range. Patient services was consulted and discussed that the patient should contact their physician for this medical issue. No further information was available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.